Event description:
The instrument did not fire completely and the device could not be removed from the cavity. Additional tissue was cut and the device was removed with tissue. The surgeon manually sutured to complete the case. Procedure: lar/double stapling.